Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported during on- site visit that three (3) months ago an antibiotic "went in too quickly." The nurse observed free flowing and changed the IV tubing, and device was tagged for clinical engineering. This was reported to manufacturer associate during their site visit. There was patient involvement but impact is unknown. No further information available. No devices available for investigation.